Event description:
(B)(6) - generator change. (B)(6) - pocket revision w aigis, hematoma evac, pouch implanted. (B)(6) - yellow drainage evacuated pouch removed for suspected allergy to tetracycline and rifampin. Patient had multiple allergies including allergies to the tape adhesive resulting in skin blisters.

Manufacturer narrative:
The device was explanted due to a suspected adverse reaction to rifampin and/ or minocycline. Patient has a history of allergies, including allergies to tape adhesive which resulted in skin blisters. The aigis IFU is contraindicated in patients with a history of allergy to rifampin, tetracyclines, or polypropylene. The device was not returned for evaluation after explantation, because neither customer nor tyrx could sterilize the device after explantation. The device was removed from the patient and the patient recovered fully.